Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On november 22, 2018, it was reported that when taking a graft the pressure does not seem to be high enough. The event was noticed during surgery and the air hose was changed. Once the air hose was exchanged, the device functioned as intended. This led to little frustration that the air hose was not functioning. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Medicare has previously repaired/evaluated air dermatome serial number (B)(4) five times as documented in the vdoc service portal. The last repair was (B)(6) 2018 where it was reported that the thickness control was not working and the semi-circle bearing and vespel sleeve bearing were replaced. This is not a related issue. Product review of the air dermatome by flextronics on (B)(6) 2019 revealed that during the evaluation the reported event could not be replicated. However, it was diagnosed that the unit was out of calibration. The device was noted to be received with an air hose. But flextronics does not perform any evaluation/repairs on the air hose and suggested that if there are any doubts on the functionality of the accessory, that it be replaced with a new one. Repair of the air dermatome was performed by flextronics on (B)(6) 2019 which included recalibration of the device. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review by flextronics it was noted that the reported event could not be replicated. The device was noted to be received with an air hose. But flextronics does not perform any evaluation/repairs on the air hose and suggested that if there are any doubts on the functionality of the accessory, that it be replaced with a new one. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by flextronics it was noted that the reported event could not be replicated. The device was noted to be received with an air hose. But flextronics does not perform any evaluation/repairs on the air hose and suggested that if there are any doubts on the functionality of the accessory, that it be replaced with a new one. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). Customer has indicated that the device is en route to the repair center for evaluation and investigation is in process. Once the investigation is competed, a supplemental medwatch will be filed accordingly.

Event description:
Upon taking a graft the pressure seems not high enough. The event was noticed during surgery and they changed the cord to another. This led to little frustration that the cord was not functioning, but once it was exchanged all was well. There was a slight delay (less than 15 mins) due to getting the new cord. Moreover, a small additional graft needed harvested. No additional consequences were reported as a result. No additional consequences were reported.